Event description:
The report from the descover registry indicated that approximately five (5) months after the index procedure, the pt was re-admitted with a diagnosis of crescendo angina. The pt was reported to not be symptomatic-no angina reported coronary angiography was performed and revealed that one (1) of the two (2) previously placed cypher stents had restenosed. The pt was reported to have not been compliant with his antiplatelet therapy. The target lesion was the mid right coronary artery (rca). The restenotic lesion was reported to be: a 95% stenosis, 13 mm in length, an in-stent-restenosis (isr), a focal lesion, and type b2. The restenosis was treated by ptca using a cutting balloon. The residual stenosis after the intervention was 0% and the flow was reported to be timi 3 (post-procedure). The pt was discharged the next day with a diagnosis of unstable angina. The indication for the index procedure was acute myocardial infarction (ami) without shock. The target lesion was reported to be the mid rca. The lesion was reported to be: de novo, native vessel, not totally occluded, not a bifurcation lesion, moderately calcified, 3.5 mm in diameter, 60 mm in length, and a 95% stenosis. Two cypher 3.5/33 mm stents were implanted not in overlapping fashion. One of the target sites was pre-dilated and the other stent was deployed by direct stenting. Angiographic success was achieved for the pt. The residual stenosis was 0%. The flow post-procedure was timi 3. There were no procedural complications reported. The pt was discharged two (2) days after the index procedure. Medications administered within 24 hours of the index procedure were: aspirin, unfractionated heparin, beta-blocker, ace inhibitor, statins, and plavix-loading dose was not given. Post-procedure medications were: aspirin, beta-blocker, statins, ace inhibitor, and plavix. The product is not available for evaluation and testing.